Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, no issues found. Console purge door latch button was pressed, door opened with no issues. Door was opened and closed repeatedly with no issues. Console interior latch mechanism for purge door was inspected, no issues were found. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had an automated impella controller (aic) purge disc/door malfunction. There was no harm or injury and the instructions for use (IFU) was followed by using a backup controller for patient use.